Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported : unable to give bolus with cardiac filter. Every time the pump would pull fluid the pump would say occlusion and the continue. Once the cardiac filter was off, no occlusions. Occured during infusion on the primary line . Filter 0.12 attached to the tubing. Type of alarm triggered : occlusion had to remove the filter. Nurse confirmed no patient harm. Nurse reported: the filter that was used on this tubing is the mircobore 0.12 filter sets that we use on pediatric patients. Nurse do not have any further information on this event. A preliminary review of the logs identified the following issue: clogged admin set. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to incompatible accessories with the ivenix set resulting in occlusions. Based on the customer description, once the filter was removed, no occlusion alarms showed. The current process controls detection include 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.